Manufacturer narrative:
A sample device was returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been two other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, during intraocular lens implant procedure, a foreign material went into the patient's eye. Aspiration and irrigation (I/a) was performed and the foreign material was removed. The surgery was completed after replacing the product with another one. Additional information was requested and received which states, it was confirmed to the sales rep that the surgery was completed without replacement of the product.

Manufacturer narrative:
The used cartridge was not returned for evaluation. Two unopened cartridges were returned. One sample was randomly pulled for evaluation. The cartridge was opened and microscopically examined with no damage observed. No particulate was observed inside the cartridge lumen. The cartridge was functionally tested per the directions for use (dfu). No lens or cartridge damage was observed after the lens delivery. No foreign material was observed. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. A non-company lens was indicated with a company handpiece. Viscoelastic was not provided. The used cartridge complaint sample was not returned. No determination can be made without physical evaluation of the complaint sample. One of the unopened cartridges returned for the reported lot was evaluated. No foreign material was observed. Functional and dye stain testing was conducted with the unopened sample with acceptable results. No foreign material was observed after the functional testing. Per the instruction for use (IFU): the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Per the autosert dfu: the qualified cartridge/iol combinations have been validated at an ambient temperature of 18 °c using the driving console setting (1.7 mm/sec, 3 seconds, and 3.0 mm/sec for initial velocity, pause and final velocity respectively). Using a higher velocity and shorter pause at lower temperatures, especially with high diopter lenses, could induce damage to iol and/or iol cartridge, affecting successful iol implantation. The root cause for the reported issue could not be determined. The manufacturer internal reference number is: (B)(4).